Event description:
It was reported that patient underwent total knee arthroplasty in 2002. Subsequently, patient fell and stem component fractured. Revision procedure was performed in 2007.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Evaluation of the explanted device found evidence that the component fractured in fatigue.